Event description:
It was reported that during a bph surgical procedure "fiber tip come off." The fiber was exchanged and the procedure was competed by using second fiber. Patient outcome "ok." No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap is detached and not returned; the metal cap is detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion, and indications of slight melting on output window; the outer flow tubing open end exhibits signs of slight melting, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 154,485 joules of use and 17:57 minutes. The fiber tip (cap) was cleaned during the procedure.